Event description:
It was reported that during an atrial fibrillation pulse field ablation procedure, a versacross connect for faradrive was selected for use. During preparation, the device package was opened and at opening the dilator hub/luer was broken. Hence, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (retained by the facility). Once technologists angled up and twisted the dilator, its end snapped off. It seemed to be either broke or already broken. The box looked crushed but not unusable.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation pulse field ablation procedure, a versacross connect for faradrive was selected for use. During preparation, the device package was opened and at opening the dilator hub/luer was broken. Hence, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (retained by the facility). Once technologists angled up and twisted the dilator, its end snapped off. It seemed to be either broke or already broken. The box looked crushed but not unusable.

Manufacturer narrative:
The device nor its package returned for analysis. However, the reported allegation related to a broken luer was confirmed based on the media provided. Since no media was provided for the package of the device, this reported allegation was not confirmed. Labeling review was conducted, and it was determined there was evidence that the device was attempted to be used despite the packaging damage, which is inconsistent with the labelled indications/instructions for use, which warns the user to 'do not use if package is damaged and consult instructions for use.' And 'prior to use of the versacross connect access solution for faradrive, the individual components should be carefully examined for damage or defects, as should all equipment used in the procedure. Do not use defective equipment. Do not reuse the device.'.